Event description:
Report received indicated the pt stated there was a "bumpy red area under the mass and tape border for 2 weeks". Affected area described as being 0.5 inch away from the stoma and toward the tape border. It started out in a small area and then spread. There were very itchy, red bumps without weeping. The pouch was changed more often, every 2 to 3 days, due to leaking. Stoma height fluctuated. The pt was 18.5 weeks pregnant at the time. No further info was provided and the pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.